Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system alarm test due to moisture damage in the force sensor resistor. There were no compromised force sensor system alarms noted. The pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer had a compromised force sensor system alarm on the insulin pump and insulin was squirting out. Customer's blood glucose was 175 mg/dl. Customer stated that insulin is squirting out during the manual prime process. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.